Manufacturer narrative:
Device communicated and synced properly during association. Communication anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they felt pain on insertion site, consulted with there doctor and appeared that there was burn on site due to transmitter. Customer's blood glucose level was unknown. Customer reported that there was burn on site which cause blisters which leads to get her some medicines. Transmitter will be returned for analysis.